Event description:
It was reported that there was high impedance and a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A pacing threshold of 2.5v was also reported for the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments and no anomalies were found. The defibrillation conductor was distorted; distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; inner tubing kinked/buckled; outer tubing overlay melted and cosmetic environmental stress cracking; outer insulation torn; exposed defib coil had white substance; outer insulation cosmetic depression; blood in/on helix/lob mechanism. The lead was stretched and had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was high impedance and a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.